Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the duodenovideoscope tube channel was stuck and the bracket could not be removed. The issue occurred during preparation for use. In a therapuetic ercp. The procedure was completed with a similiar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information added: d8, h3, h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. There was a possibility that the foreign material could not be removed since it could not be properly reprocessed due to leakage. A definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device.